Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-01993. It was reported, the physician thought, he punctured the patient's dura with a wet tap during a permanent implant procedure. Post-operatively, the patient did not experience any symptoms or issues related to a wet tap. The patient is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.